Manufacturer narrative:
(B)(4). Article: the effect of suture characteristics on short-term morbidity after vaginal prolapse surgery date sent to the FDA: 04/1/2016.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported in a journal article that the patient a vaginal/pelvic organ prolapse procedure on unknown date and suture was used for vaginal skin closure as continuous locking. Six or eight weeks following the procedure, it was possible that the patient experienced offensive vaginal discharge, increased vaginal bleeding and/or urinary infection, and was received antibiotics. It was also reported that the patient, possibly, experienced pain and local irritation. Additional information has been requested.